Event description:
It was reported that during device upgrade, patient's blood pressure dropped. CPR initiated. Multiple external shocks administered, but unable to resuscitate, and the patient died. Per nurse, "with the anesthesia and the procedure his body couldn't handle it and he went into cardiogenic shock." Per follow up, patient presented 3 days prior to death to hospital after having headache, feeling dizzy, and felt his ICD firing. Device interrogation showed patient had fast vt (300 bpm). "One overdrive pacing was attempted by device unsuccessfully and then shock was administered which restored his rhythm." Plan was to upgrade device. During upgrade, patient required additional anesthesia due to pain during tunneling. Approximately 10 minutes later, blood pressure abruptly fell, went into asystole and then pea. Cardiac echo ruled out cardiac tamponade and effusion. Death certificate noted cod was coronary artery disease and vf due to ischemic cardiomyopathy - "natural causes."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The analysis revealed no anomalies to be found.

Event description:
It was reported that during device upgrade, patient's blood pressure dropped. CPR initiated. Multiple external shocks administered, but unable to resuscitate, patient died (B)(6) 2010. Per nurse, "with the anesthesia and the procedure his body couldn't handle it and he went into cardiogenic shock." Per follow up, patient presented on (B)(6) 2010 to hospital after having headache, feeling dizzy, and felt his ICD firing. Device interrogation showed patient had fast vt (300 bpm). "One overdrive pacing was attempted by device unsuccessfully and then shock was administered which restored his rhythm." Plan was to upgrade device. During upgrade, patient required additional anesthesia due to pain during tunneling. Approximately 10 minutes later, blood pressure abruptly fell, went into asystole and then pea. Cardiac echo ruled out cardiac tamponade and effusion. Death certificate noted cod was coronary artery disease and vf due to ischemic cardiomyopathy - "natural causes."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after device implant the patient's blood pressure declined. Cardiopulmonary resuscitation was initiated. Multiple external shocks administered. Staff were unable to resuscitate patient. Patient expired on (B)(6) 2010. Follow up with the nurse reported, "with the anesthesia and the procedure his body couldn't handle it and he went into cardiogenic shock." Cause of death has been requested and not received.

Event description:
It was reported that after device implant the patient's blood pressure dropped. Cardiopulmonary resuscitation and external shocks were done. Staff were unable to resuscitate patient. Patient expired on (B)(6)-2010. Cause of death has been requested and not received.

Manufacturer narrative:
Asku